Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a bubbled dso seal and a scratched lcd lens. There was no evidence to review in the event history log. During the functional testing, the reported problem was able to be duplicated. The cause of the issue was found to be a bad latch lock flex. The latch lock flex was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there was an inoperable latch/lock flex (will register locked but not latched) which was found during testing. This issue is not related to physical damage or abuse. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.